Manufacturer narrative:
MDR initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue with multiple infusion sets since (B)(6) 2021 as infusion set fell off during use which leads to high blood glucose and was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully.